Event description:
It was reported that the md used a sheath to insert the iab via the patient's left femoral artery. The pump began to emit "helium loss" alarms immediately after the iab was connected. The md used a syringe and found that there was blood in the tubing. As a result, the iab was removed.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.